Manufacturer narrative:
The t:slim user guide states: novolog has been tested up to 72 hours. Additionally, the t:slim g4 user guide states: "change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 88 mg/dl. At the time of the alarm, the customer had been using the supplies for 4-5 days which was off-label. A system check was performed and the pump performed as intended. A supply change was performed resolving the occlusion.